Event description:
It was reported that the device was removed due to normal battery depletion. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Manufacturer narrative:
Product analysis: pump was returned with no complaints or allegations against it (eos). The pump logs were clean, meaning no mo tor stalls, motor stall recoveries, or errors of any kind ever happened with this pump. Pump went on the pass all non- destructive testing, other that the alarm test. The alarm test failed with a reading of 67.1 db. Minimum spec is 70.0 db. The alarm waveform test was then done with the results as follows. -- peak to peak voltage measured during the test was 6.84 volts. The battery voltage measured during the test was 2.91 vdc. The peak to peak voltage measured during the test needs to be at least twice that of the battery voltage measured during the test, which it is. Due to the fact that there are no motor stalls, motor stall recoveries, or errors of any kind found in the pump logs, it has been decided to not due the rest of the destructive analysis on the motor (this includes the "pumptube leak test"). This will preserve the pump to have these tests done in the future if the need arises. (B)(4).